Event description:
Customer reported issue with touchscreen responsiveness as the pump screen would not respond to input, preventing interaction. There was no adverse impact to the customer's blood glucose level. A complete pump reset was provided, and the customer chose to reset the pump, successfully resolving the issue.